Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was placed back into inventory for future use. Physio further examined the removed therapy pcb assembly and determined that the cause of the reported issue was a broken filter, designator fl8.

Event description:
Physio-control evaluated a device that had been previously traded-in by a customer. Physio observed that the device had a service indicator present. It was also observed that the device provided a monophasic shock due to a loss of the negative portion of the biphasic output waveform. There was no patient use associated with the reported event.